Event description:
The user facility reported that the physician located the artery and deployed the anchor as usual. However, when attempting to seal the puncture by pulling up on the device, the entire device pulled through the arteriotomy site, resulting in a failed closure. Manual pressure was applied to achieve hemostasis. The patient had peripheral artery disease and was undergoing an angiogram with intervention. The case proceeded without complications, and blood loss was minimal, estimated at less than 250 cubic centimeters. No hematomas or other adverse events were reported. The event occurred intraoperatively. Nursing staff reported extended recovery monitoring requirements due to failed closure, often staying until 7-8 p.m. To observe patients with groin access.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device is returned. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device is subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, successfully deploying the anchor, collagen, and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device appeared used with the anchor visible. The contents of the device were able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).